Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor on the system would flicker. No pt injury was reported.